Manufacturer narrative:
Device was received visual inspection was conducted and the green safety lock was damaged. Functional testing was not conducted due to the green safety lock was broken and this problem did not allow the disposable to be correctly used. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on a justright stapler procedure on (B)(6) 2022, the physician reported that the stapler dislodged while inside the body making it unable to be remove from the body. This resulted in having to remove the port from the body in order to remove the stapler and then replace the port for the second time during the procedure. No other information is available.